Event description:
Caller alleged discrepant precision results using the inratio meter. Results as follows: date: two weeks ago: inratio: 2.3. Last week: inratio: 2.4. (B)(6) 2010: in ratio: 1.7. Caller reported that yesterday he had a meal which included cauliflower and broccoli. Does not normally eat that much vegetables.

Manufacturer narrative:
Investigation pending.